Manufacturer narrative:
It has been communicated by the customer that the device will be returned to greatbatch medical for evaluation. Once greatbatch medical receives the device an investigation will be performed and a supplemental medwatch 3500a form will be submitted.

Manufacturer narrative:
Complaint sample was not returned for eval, so the reported event could not be confirmed. A process eval was performed and no discrepancies were found. No further investigation required.

Manufacturer narrative:
Complaint sample was returned for evaluation and the reported event was not confirmed. The device shows no evidence of dull cutting teeth. No further investigation required.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.

Event description:
During an unknown patient procedure the reamer was found to be dull. There was no surgical delay, impact to patient or other adverse events reported.